Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that the customer's insulin pump had a blank display as well as insulin pump alarmed battery out limit. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. The customer was assisted with troubleshooting the customer was not called back after receiving a new battery cap. Customer also reported that they received multiple battery out limit alarms. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.